Event description:
The hospital reported that a hemopro device was plugged in and continued the fire. The hospital did not report any pt effects. We are following up with the customer for additional details regarding this event. A follow up report will be submitted if additional info is received.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).